Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. Two days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm every third day, ongoing), amikacin injection (375 mg per day, ongoing) and fluconazole injection (100mg per day for five days, ongoing) for peritonitis. Ten days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.